Event description:
It was reported that (5) al236 were used during an endoscopic vein harvesting procedure. It was reported by the rep that when he stopped by the material managers desk she handed a bag with five al236 clip appliers. Some were not closing properly on vessels. Some had "no clips" in the instrument. It is unknown how the cases were completed. There was no consequence to the pt.